Event description:
It was reported that this 9800 system does not image as well as their other 9800 systems, even though the test conducted by the physicist indicates otherwise. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Adjustments made to the 4" focus on the image intensifier and camera iris. The system was tested and found to be working as intended and placed back into service.